Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's father reported via phone call that the act button on the insulin pump was not responding. No significant events leading to the keypad issue. Blood glucose value at the time of event is unknown; reading at the time of the call was 23 mmol/l which was treated with manual injection. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would not be replaced or returned for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.